Manufacturer narrative:
The device is returning to arthrocare for investigation. A f/u report will be provided once the lot history record review and investigation are completed.

Event description:
On (B)(6) 2010, the pt underwent a capsula shift shoulder repair using a device using a caps-lock cannula. One centimeter of the caps-lock cannula broke while it was in the pt. The surgeon was unable to find the piece of plastic and it is unk whether the piece of the device remains in the pt.